Manufacturer narrative:
The 14 fr esheath plus was returned to edwards lifesciences for evaluation and confirmed the reported event. Imagery was provided and showed that the valve bent strut was observed to be at a 90-degree angle and appears to be situated beyond the sheath, suggesting perforation of the liner. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of resistance between system components and a torn liner was confirmed. It is possible that patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, steep angle of insertion) may have been present during the procedure. However, due to limited information, a conclusive root cause is unable to be determined. There is a previous risk assessment (pra) that documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-14949.

Event description:
During a tavr procedure using a 26mm s3ur valve via transfemoral approach, while advancing the valve/delivery system through the sheath, the delivery system perforated through the dynamic part of the sheath and got stuck. The system was withdrawn with no patient injury. A second system was then prepped and the procedure was completed without incident. The patient was doing well and discharged home. The device was returned for examination and the liner puncture was observed. The pre-decontamination examination of the 14fr esheath found that the strain relief and liner were cut open from approximately 4" from the comnut. The liner was fully expanded, and the tip was unopened. The liner tear starts at approximately 4" from comnut and 11" in length. Scratches were observed along sheath shaft.